Event description:
It was reported to boston scientific corporation that a prefyx pre-pubic sling system was implanted during a transvaginal tape procedure on (B)(6) 2010. According to the complainant, the patient experienced pelvic pain, and underwent revisionary surgery on (B)(6) 2011 (specifics unknown). All other information, including the patient's current condition, is unknown and reportedly unavailable.